Event description:
It was reported that the patient experienced two syncope episodes and presented in the emergency room. It was observed that the patient was ventricularly asystolic when the device would atrial pace. Upon interrogation, the right ventricular lead exhibited low impedance and cross talk. The lead was reprogrammed. The patient was stable after programming changes were made. In the catheterization laboratory microdislodgement was observed. The lead was repositioned without any issues. The patient was stable during and post procedure.